Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head became loose then fell apart completely, there was a tiny metal bar that came loose, little metal rods came out [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that an oral-b power oral care refill precision clean became loose after about 3 days of use, then completely fell apart. He reported there was a tiny metal bar that came loose. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. 03-mar-2016 received follow-up: the consumer reported the brush head was new, and had been used for 2 to 3 days. The brush head had fallen apart, and little metal rods came out. He reported the brush had never been dropped. No symptoms developed.